Event description:
The rn removed the enoxaparin carpuject from the pyxis and she noted the carpuject came off/separated from the glass syringe. The equipment was not usable and unable to administer that dose of medication. This did not reach the patient. Pharmacy notified and replaced medication device. Pharmacy notes continue to monitor for similar issues. No further reported.